Event description:
Medullary tube broke during routine im tibial nailing. Nail was placed and fixed with excellent reduction of the fracture. After the procedure was completed, it was noted that the distal 1/3 of the tube was missing. This was seen on x-ray. In 2000 surgery was performed to extract the remaining fragment from the healing fracture.